Event description:
Procedure: lap hernia repair. The device was placed in the abdomen, however upon removal of the device the trocar balloon remained in abdomen. The item was removed with a kelly clamp and removed completely from surgical field.